Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported through the filing of a lawsuit that allegedly "blood testing revealed elevated levels of cobalt ion (5.8 ug/l). An ultrasound confirmed the presence of a fluid collection about the hip, evidence of adverse tissue reaction of metal debris". During the revision procedure on (B)(6) 2015 the surgeon noted the following: "gross evidence of trunnion corrosion, roughly 20% of the gluteus medius was involved. There was extensive tissue necrosis noted deep. The femoral component was retained, but there was noted to be corrosion on the trunnion, which was cleaned".